Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "recall and implant has been ruptured for several years". This record is for the left side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, b6, d4, d6b, h6.

Event description:
Patient reported left side "recall and implant has been ruptured for several years". Healthcare professional confirmed "rupture" with mammogram. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as fold flaw opening. ¿ anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side "recall and implant has been ruptured for several years". Healthcare professional confirmed "rupture" with mammogram. Device has been explanted and replaced.